Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. No anomalies were observed during the visual inspection of the lead. No indications of conductor fractures or internal shorts were detected through electrical testing. The s-curve hump height was measured and determined to be within product specifications

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead had become dislodged from its original position following the slitting of the catheter during implantation. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h3 - device evaluated by manufacturer - should be "yes" instead of "no".